Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient¿s post-operative care due to the prolonged procedure? How many devices will be returned for evaluation? Note: events related to suture breakage reported via mw # 2210968-2020-08101, event related to pull off suture needle reported via mw #2210968-2020-08102. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent oncological thoracotomy with bronchoplasty on an unknown date and suture was used. It was reported that the procedure was large and complex. When tying the knots, the suture broke and the anastomosis was re-sewn. The procedure was completed with a novosyn suture. The patient¿s condition was reported to be satisfactory. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/18/2020. A manufacturing record evaluation was performed for the finished device w9120; ppbckkq0 number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Additional organs are not dissected 2. Has the patient's postoperative treatment changed due to the prolonged procedure? - it is impossible to evaluate this data 3. How many devices will be returned for investigation? - 7-8 blisters remain in the package. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.